Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was deviation of reprocessing from the instruction manual could have caused the foreign material to remain.. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Additionally it was noted that due to a pinhole on channel-tube, water tightness is lost. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air/water feeding was found to be insufficient during regular maintenance. The device was returned and an evaluation revealed, the nozzle was clogged with black foreign material which could not be removed by engineer. It was unknown what the foreign material was. The nozzle was not deformed. There was no procedure and patient involvement.